Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 310f31 tissue valve, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that right ventricular lead exhibited moderately elevated pacing threshold. The lead remains in use. The patient is enrolled in the (B)(6) registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.